Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42mg/dl. Low bg cause was not known. Reportedly, the customer is currently in rehab do to sepsis not related to his diabetes. The reporter was not able to provide any additional information regarding the decreased bg.